Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
During a prophylactic replacement surgery for a vns pt, a system diagnostic test was performed with the generator outside of the implant pocket. Then, surgeon implanted the generator and closed the skin and performed another system diagnostic test. This latter test revealed an end-of service (eos) condition. Therefore, it was suspected that electrocautery damaged the generator during implant. Later information showed that the surgeon used electrocautery in the implant pocket to clear away a "knob" of tissue. The generator was approx 5 inches away at the time. The affected generator has been returned for analysis, but the analysis has not been completed to date.